Event description:
The duodenovideoscope was returned to the service center with a report of no customer allegation. This does not indicate a medical device reportable event. However, medical device reportable failure was found during testing at the service center. During inspection of the device, foreign object on air water tube and cylinder was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the definitive root cause for the event could not be determined. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.